Event description:
It was reported to philips that the system intermittently shuts off during use on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Recommended sib replacement; customer to install. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).